Event description:
A malfunction was reported on the pump by the customer, who mentioned that no notable events occurred before the issue, and the displayed malfunction code was malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.